Event description:
Xi monopolar curved scissors (monopolar instrument) has an orange colored protective covering on the shaft of the instrument. It appears to have melted and left a hard little piece protruding. On its last use there were 5/10 lives remaining on the instrument.